Event description:
It was reported that (2) devices were used during a laparoscopic ectopic procedure. It was reported by the affiliate that the pro46 endopouch being used, did not retract properly after specimen retrieval. The wound was extended to allow retrieval. Tried to use another pouch from the same box, dry fired to test, did same thing. The bag did not close properly. A sterile unused sample from the same box/batch has been sent back for analysis. The two devices involved in the event are not being returned.

Event description:
02/2001 affiliate received additional information: they had to extend the wound in order to remove the ectopic pregnancy, this is not large it would be an inch at most. The bag would not close fully in order to remove the specimen thru a port site.